Manufacturer narrative:
A ge rep evaluated the system and reformatted the cine drive and replaced the single board computer coin battery. The system operates as intended.

Event description:
It was reported that the system locked during cine operations. No pt injury was reported.